Event description:
It was reported the patient¿s previous battery went bad and was already replaced. After hurricane sandy the patient could only charge for limited time so ever since then they could only charge for short periods of time. The battery then ¿just stopped¿ last year. No patient symptoms were reported. Information regarding troubleshooting, event cause, and outcome were not available. This information has been requested.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).